Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient possibly received multiple inappropriate shocks for supra ventricular tachycardia (svt) that was detected as ventricular fibrillation. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.